Event description:
After the device had been inserted, it broke. The spring piece was noted to be missing in the pieces retrieved from the sterile field. Another device was inserted and the cavity searched for the spring. Spring was retrieved without incident. No injury was reported.